Manufacturer narrative:
Additional information d9 and h3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of the patient¿s cycler after ending their pd treatment. The patient contact reported receiving an air detected in cassette alarm during drain 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set is available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of the patient¿s cycler after ending their pd treatment. The patient contact reported receiving an air detected in cassette alarm during drain 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of the patient¿s cycler after ending their pd treatment. The patient contact reported receiving an air detected in cassette alarm during drain 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer for physical evaluation. A disinfection and visual inspection were performed to the complaint product sample. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection with the microscope a hole in the film was found. During the DHR review the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description. All the applicable in-process and final inspection tests were found with acceptable results. The lot met all specifications for release. Probable causes for this issue include the pump door being sharp or closing unexpectedly during set up, and stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump.